Event description:
Surgeon reported a button hole lasik flap, during surgery on one left eye. Upon follow up, surgeon informed that mechanical separation of uncut flap was performed using a blade.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).